Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that after the first dilation, the user tried to dilate again, but was unsuccessful. The user found the shaft to be broken. There was no bleeding or injury observed from the urethral orifice.